Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 280 mg/dl at the time of the incident. The customer received an alert to change the sensor. Troubleshooting was completed, and replacement sensors will be sent. The sensor will not be returned for analysis.